Event description:
The costumer returned the colonovideoscope to the service center for a separate issue. During the device analysis the repair center indicates that a white residue in auxiliary channel was found.there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available a root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.